Event description:
It was reported that the patient was experiencing nocturnal stridor with an increase in the intensity of snoring. Patient was also having episodes of nocturnal apnea. Per the reporter, both events are occurring with stimulation of the vns and are related to vns stimulation. The patient has a history of chronic roncopathy which intensified when stimulation output reached 0.5 ma, but without a clinical diagnosis of sleep apnea. At this time, the patient also began presenting with episodes of irregular stridor during the night. There were no casual or contributory medication changes prior to the onset of the events. All device diagnostics are within normal limits. The device parameters were changed to address the issues, but patient continue to present with stridor at night.